Event description:
The device was returned to the service center with a report from the customer that the device alarmed with an n250 (door open while pumping) alarm condition. This is not a reportable malfunction. However, during verification testing at the service center, the fluid shield diaphragm was found to be undersized.

Manufacturer narrative:
During testing, the fluid shield diaphragm was found to be undersized. The customer contact's reported n250 (door open while pumping) was duplicated during testing.the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.